Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon performing laparoscopic procedure received a burn to the hand from forceps resulting in a cardiac event. There was patient injury. No further information was available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the caesarian procedure the surgeon received a burn to the hand from forceps resulting in a cardiac event the surgeon felt unwell and started to experience chest pain and was subsequently transferred by ambulance to the cardiac unit in basingstoke for assessment. The burn as treated by emla cream. There was no patient involvement when the event occurred. An alternative consultant surgeon was found to finish the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing a cesarean procedure, the surgeon activated the foot pedal switch at which point the diathermy was activated and the shock occurred instantaneously, the surgeon received a burn to the hand from forceps. The surgeon felt unwell and started to experience chest pain. There was a visible defect in the insulation of the forceps. This defect was approximated to the surgeon¿s first mcp joint of his dominant hand, into which the arced current discharged. There was a visible spark between the defective instrument and the surgeons hand, which burnt through the glove, causing a full-thickness electrical burn to the surgeon¿s hand. The current exited through several burns on his anterior chest wall, where he had partially metallic pens and glasses in a chest pocket of his surgical scrubs. The surgeon was subsequently transferred by ambulance to a cardiac unit in basingstoke for assessment. The surgeon underwent electrocardiogram(ECG), echocardiogram and blood tests. The burn was treated by topical cream. The cesarean procedure was completed by an alternative surgeon. The surgeon has returned to normal clinical practice. Still has significant on-going neurological complications in hands (worse in dominant hand which was exposed to initial shock) and feet. Has undergone neurophysiology studies and is being followed up by neurologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.